Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy test multiple times.this occurred upon power-up. The expected infusion volume was 20ml and that the actual infusion volume was 21.5ml, making this a 7.5% error. There was no patient involvement. No additional information is available.